Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This has the potential to cause death or serious injury. Inability to connect the controller to the driveline due to connector damage will result in loss of power to the pump. Inability to connect the power source to the controller will result in loss of power redundancy with potential for pump stoppage. Pump stoppage has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-00136, 3007042319-2016-00137 and 3007042319-2016-00138) submitted for devices related to the same event.

Event description:
It was reported by the medical personnel the patient reported some "bips" sounds from the controller unit, without power switching, several times. When the batteries, bat203695 and bat203701 connected to the controller unit. Medical doctor replaced the controller unit and the 2 batteries on (B)(6) 2015. No reported consequences to the patient.

Manufacturer narrative:
One controller and two batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event could not be confirmed via review of the controller log files since log file analysis did not reveal any anomalies during the analyzed period. Analysis of the devices revealed that the devices met specifications; the devices passed visual examination and functional testing. The reported event could not be duplicated at the bench level. No failure detected. The reported event could not be duplicated at the bench level; the controller worked as intended when both batteries were connected. This is one of three reports (3007042319-2016-00136, 3007042319-2016-00137 and 3007042319-2016-00138) submitted for devices related to the same event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.